Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and pelvic floor repair mesh and a boston scientific obtryx sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine leakage, dysuria, nocturia, and urinary urgency.

Event description:
It was reported that following insertion the patient experienced urine leakage, dysuria, nocturia, and urinary urgency.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat incontinence, prolapse, a cystocele, and a rectocele. The outcomes attributed to the device were pain, infection, bleeding, erosion, exposure, odorous discharge, and granuloma formation. It was reported that the patient underwent removal on (B)(6) 2011 and on (B)(6) 2012. (B)(4).